Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Applications of continuous lumbar cistern drainage in neurosurgery. China prac med. 2016, volume 11, number 10, pp 105-106. Doi: 10.14163/j.cnki.11-5547/r.2016.19.073. Reported events: one patient experienced catheter obstruction at 3 days. The catheter was replaced and obstruction did not recur.